Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test and verify no delivery alarm due to motor error alarm. The insulin pump received with minor scratches display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported receiving a no delivery alarm after a motor error alarm on the insulin pump during basal. Customer was able to clear the alarms. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 120 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.